Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing on the right atrial channel. Due to this, inappropriate anti tachy response (atr) were recorded. Reprograming of the device was performed. This device remains in service. No further adverse patient effects were reported.